Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted (B)(6) 2009.according to the complainant, the patient experienced pain due to eroded mesh and additional medical treatment and procedures.all other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.